Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter pcb and image processor pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to display the "live" fluoroscopic x-ray image. No patient or user injury was reported.